Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 05-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. The patient reported that 8-10 years ago they started having uncontrollable spasms in their legs, they couldn't lay still, and their arms were jerking. The patient was put in the hospital and imaging was done. They could not find anything wrong and sent the patient home. A couple of hours later the patient was taken back to the hospital and they opened up the pump pocket. The catheter was observed to be wrapped around the pump. No further complications were anticipated/reported.